Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformance noted. The event of "capsular contracture unknown baker grade" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture and capsular contracture unknown baker grade.

Event description:
Healthcare professional reported rupture and capsular contracture baker grade unknown on left side. The device has been explanted.

Event description:
Healthcare professional reported rupture and capsular contracture baker grade unknown on left side. The device has been explanted.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: rupture: observed, broken device on posterior side assessed as unidentified (tear) opening (shell thickness was within specification) and missing piece of shell assessed as inconclusive. Capsular contracture: unable to confirm as it is a medical event not related to the device. Additional observations: red particles on the surface of the shell. No further actions are required as the device was implanted.